Event description:
Confirmed fracture of right ventricular (rv) lead high rv impedances rv lead was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).